Event description:
As reported, "as the doctor was injecting using the 10ml syringe, it "blew up," throwing blood all over the doctor. There were no pt complications resulting from this incident. The used syringe is being returned for eval.

Manufacturer narrative:
Although the used device has been returned to the MFR for eval, the investigation has not yet been completed and a device analysis is not yet available. Upon completion of the investigation, a follow-up medwatch will be submitted.